Event description:
Date of implant for pt 6517 was in 1999. In 1999, an anterior chamber inflammation developed. In 2000, visual acuity was 20/60. The pt was treated with lotemax, alphagan and trusopt were used for glaucoma control. In 2000, the iol was explanted and replaced with a new intraocular lens. The doctor does not know if this reaction is lens related.